Manufacturer narrative:
Follow-up #1: date of submission 12/07/2016 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 11/16/2016 with the following findings: during investigation, the battery compartment was cracked at the threads to the left side of the grip pad. Unrelated to the original complaint, the battery cap threads were stripped and the cap was unable to be secured to both the returned pump and the test pump. A test cap was able to be secured for testing.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a damaged battery compartment. There was no indication that the product caused or contributed to an adverse event. This is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.